Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 08-may-2023. H6: investigation summary the customer returned (3) 32ga 4mm open pen needles, reporting needle clog. The pen needles were visually examined and observed (1) broken cannula npe and (2) bent cannula npe. Most likely the customer complaint needle clog occurred due to a bent/broken npe cannula. As the samples returned were open, the root cause cannot be determined. Upon visual examination, embecta was able to confirm the customer-indicated failure as a bent and broken cannula npe. No DHR review can be carried out as the lot number is unknown. Based on the sample received, embecta was able to confirm the customer-indicated failure as a bent and broken cannula npe. The root cause cannot be determined, as the return samples were open.

Event description:
It was reported that 2 bd nano¿ 2nd gen pen needles were unable to deliver insulin during the injection. The following information was provided by the initial reporter: "consumer reported when taking injection, no insulin flows. Stated, she does prime 2 units and that is successful but when she takes injection, the flow will stop so she has to use a second and sometimes third pen needle to complete one injection. 3 pen needles affected... When did the incident occur?: during use. Death?: no. Serious injury: no. Erroneous results: no. Course treatment changed due to event: no. Exposure to blood/bodily fluid: no. Medical intervention other than first aid: no. Needle/probe stick: no. Safety issue: no. Other actions taken: no."

Event description:
It was reported that 2 bd nano¿ 2nd gen pen needles were unable to deliver insulin during the injection. The following information was provided by the initial reporter: "consumer reported when taking injection, no insulin flows. Stated, she does prime 2 units and that is successful but when she takes injection, the flow will stop so she has to use a second and sometimes third pen needle to complete one injection. 3 pen needles affected. When did the incident occur?: during use. Death?: no. Serious injury: no. Erroneous results: no. Course treatment changed due to event: no. Exposure to blood/bodily fluid: no. Medical intervention other than first aid: no. Needle/probe stick: no. Safety issue: no. Other actions taken: no."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.